Manufacturer narrative:
A couple of photos were shared by customer, where a small black spot is observed on the white spike in different locations, but not in the fluid path, no additional damage or anomalies are observed on the photos. Six (6) open/unused. List #vb-20, rio¿ drug reconstitution transfer device were returned for evaluation. As received, the 6 open packages were visually inspected, finding hair and fibers all over the samples and outside of the fluid path. In 1 sample an embedded back spot was found, no additional anomalies were confirmed. Small black embedded spot was measured and based on the size this met the product specification. Additionally, the black spot found embedded in the molding plastic piece was not confirmed since, the size was too small therefore this is not a rejectable condition. Complaint of particulate matter can be confirmed based on particulates on the samples. The probable cause is an error during gowning process. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 12/29/2025. Additional information in b5.

Event description:
Updated information received stating the device had floating particles and ¿hair like¿ substance on the device when opened from package upon inspection. No patient involvement or harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 dec 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding to three rio transfer devices, in which it was reported stated that the devices have what appears to be plastic in critical access areas for sterile compounding. No reported patient involvement or harm.